Event description:
M.d. Reports that nut did not seem to tighten firmly. When md removed apparatus, the entire gomco circumcision devicf came off as a whole, it did not clamp the foreskin firmly. All parts were correct size/matching.